Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent spinal surgery at th10-s2 about a year ago. The rods were replaced with 4 rods construct on (B)(6) 2015 due to rods breakage. Second revision surgery was operated to add pedicle screws at th2-8, hook at th5 and 4 rods construct at th2-s2 due to paralysis from vertebral collapse at th9 and 10 on (B)(6) 2015. Screw inserted at th10 was removed and fixation was done as described in the initial report. Improvement on numbness is unspecified. The patient was suspected of being infected, but as a result of examination there was no infection in the patient.